Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and four months later, the patient presented with right side abdominal pain. A computerized tomography (CT) revealed that there was an inferior vena cava filter with its superior tip approximately 4.5 cm inferior to the left renal vein. It was slightly tilted anteriorly, approximately . One of the medial struts of the filter extends 9 mm beyond the wall of the inferior vena cava. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Medical device expiry date: 04/2019. Device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. Approximately three years and four months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.